Event description:
The subject lead was implanted on (B)(6) 2008 with an ovatio (B)(4) ICD. During a scheduled follow-up on (B)(6) 2010, ventricular noise sensing episodes were identified. A re-intervention is scheduled for (B)(4) 2010 to replace the lead.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.